Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode experienced an inappropriate shock. It was suspected that this electrode was fractured. Additional information was requested from the field, with no success. No adverse patient effects were reported.